Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not power on. The service technician was unable to upload device logs due to a damaged a/c power supply cable. The a/c power supply cable and connector need to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.